Manufacturer narrative:
The customer's report that the tubing separated was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement between the tubing to the distal smartsite¿s inlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. No other anomalies were observed. Functional testing was deemed unnecessary due to the separation as a leak would occur. Dimensional analysis was performed and the tubing was measured to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the patient moved and noticed that the tubing had separated from itself. It was noted that there was an initial concern for possible air entering the line. The charge nurse was notified, patient was assessed, and the tubing was replaced. It was further confirmed during follow up, that there was no patient injury or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that the patient got up to go to the restroom and noticed that the tubing separated from itself. It was noted that there was an initial concern for possible air entering the line. The charge rn was notified, patient was assessed and tubing was replaced. There was no patient injury.